Manufacturer narrative:
This report is submitted on september 27, 2022.

Event description:
Per the clinic, the device was explanted (date not reported), due to improper placement of the electrode array. It is unknown if there are plans to reimplant the patient as of the date of this report

Manufacturer narrative:
This report is submitted on 31 oct 2022.